Manufacturer narrative:
The device history record could not be checked because, the lot number reported by the customer, 461438, is not valid. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Upon a visual evaluation of the sample, the defect was confirmed; based on the sample received a multidisciplinary team analysis was executed, the sample received shows a cut on the 25 cm insertion mark, this mark is straight and clean characteristic with sharp cutting instruments, additionally the sample was received out of its original packaging. Based on the multidisciplinary team analysis the most likely root cause is that the tube arrived properly assembled and was cut after removal from its sealed pouch. Based on root cause analysis the reported failure mode was not caused by the manufacturing process. The manufacturing process was reviewed and no sections of the process were detected that could result in the reported failure mode. No further actions are deemed necessary at this time.

Event description:
Customer stated that they received a 6.5fr ng tube with a patient sticker with no information however a tear was noticed at approximately the 25cm marking of the tube.